Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two appropriate shocks. The first one was not effective at converting the ventricular fibrillation (vf). The second shock effectively converted the arrhythmia. It was noted that the shock impedance was 103 ohms but the previous shock impedance from seven months earlier was at 75 ohms. The patient was noted to have a high body max index. The patient was subsequently hospitalized. Technical services (ts) was consulted and discussed reviewing x-ray images to evaluate the system. The field representative noted that the physician brought the patient back in for defibrillation threshold (dft) testing which yielded 70 joule shock impedance with reversed polarity and 107 ohms respectively. The physician now considers the situation resolved. The s-ICD remains in service and no additional adverse patient effects have been reported.